Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse will replace the graphic user interface (gui) touch frame printed circuit board (pcb). However, the repair is not yet completed. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator had a blocked screen. The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury.